Event description:
It was reported that prior to surgery, it was discovered that the attachment device had an unspecified malfunction. During in-house engineering evaluation, it was observed that the temperature was above specification. The event was not related to surgery. An identical spare device was available for use. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation with an unspecified malfunction. (B)(4) evaluated the device and observed that the temperature was above specification. The reported condition was confirmed. The assignable root cause was determined to be due to misuse and/or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.